Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified aerobic bacteria, yeast, and mold contamination, in which the results are conforming. As of this supplemental report, olympus received additional information that after three attempts, the reported positive microbial culture results from the facility were not available. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer uses multizym detergent during the pre-cleaning process. During the manual cleaning process, the customer uses korsolex detergent and brushes the working channel, suction cylinder, and the working channel input. The customer uses alban medical scope clean brushes. The scope is manually disinfected with multizym. The customer did not specify if an automated endoscope reprocessor (aer) treatment is performed at the facility. The scope is stored vertically in a simple cabinet without drying function. Olympus is the maintenance company used by the customer. The scope was not sterilized. Upon device return and evaluation, it was observed that the bending section cover glue was separated. It was also observed that the angulation orientation did not meet standard. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
As of this report the device has not been returned to olympus for evaluation. Microbial test results from the facility or confirmation from a third-party testing facility has not been provided. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported, the evis exera iii colonovideoscope, was contaminated. No other information was available regarding this positive culture event however, additional information has been requested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.